Event description:
The reporter stated that she did back to back testing, about 10 minutes apart, using different finger sticks and strips. The results were 208 and 140 mg/dl. She did not have any symptoms. During troubleshooting, a control test failed high 153 (99-149). On followup, the lifescan rep reviewed qc procedures and meter/lab testing with the reporter.